Event description:
It was reported that dr (B) (6), a famous cvt of (B) (6) hospital, had an experience with bleeding through a hemashield device. The exact event date appears, at this time, to be unknown and has been approximated based upon the report date to the manufacturer of april 1, 2009. The patient's condition is unknown.

Manufacturer narrative:
Being investigated. Additional information requested. Should such information become available, it will be included in a follow-up report. (B) (4)